Event description:
It is reported that the lens was explanted due to patient''s dissatisfaction with their visual outcome. The date of implant was not provided. Patient was 20/40 distance and j7 near.

Manufacturer narrative:
Based on the manufacturing record review, the batch passed all acceptance criteria for all tests performed and is within all specifications. No deviations or non-conformances (ncr) were generated during manufacturing. The documentation records for the diopter measurement from this particular lens were verified and showed to be within specifications. The lens was discarded by the customer. Corrected data: MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date of birth: (B)(6). Sex: female. The procedure took place on the patient's left eye. Implant date: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explanted intraocular lens.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.